Manufacturer narrative:
G4:25nov2020, b4:06dec2020 . The service center confirmed the "battery failed" error in the diagnostic error report (drpt). The field service engineer also confirmed the unit started up by itself, so it recommended to replacement of the user interface board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:29dec2020. B4:30dec2020. It was also confirmed that the output voltage of the lithium-ion battery was zero volt. The lithium-ion battery and user interface board were replaced to resolve the issue. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22oct2020.

Event description:
The customer reported "battery failed" alarm occurred. The unit was not in use, and there was no patient or user harm reported.